Manufacturer narrative:
(B)(4). Results: a sample was returned for evaluation. Visual inspection performed confirming defect . A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4272984 . Conclusion: a potential root cause is that a gripper was misaligned as bd was able to confirm customer's indicated failure.

Event description:
It was reported that the yellow safety shield of the 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection setwas found broke/cracked on one side before use. No serious injury or medical intervention reported.